Event description:
Reportedly, the patient was a (B)(6) patient who underwent pci to an ostial lesion of the intermediate branch (im) and the lcx due to stable angina pectoris. Bmw wire was advanced into the lad, subject sionblue into the im and another sionblue into the lcx. The wire in the im branch was placed ina smaller branch of the im branch in a u-loop fashion. Pci with stenting to the im and lcx was performed without any problems or difficulties. Shortly after the procedure the patient went into cardiac arrest with asystole. Patient recovers rhythm after short episode of CPR. Patient is now in cardiogenic shock with systolic blood pressure of 50mmhg. Echocardiography showed cardiac tamponade. Pericardiocentesis was performed and the new coronary angiogram showed a perforation at distal branch of the im. Coiling and fat embolization was performed to the im. Finally the bleeding stopped and the patient survived. Patient bled nearly 4 liters into the pericardial drain.

Manufacturer narrative:
Device investigation could not be conducted since it was not returned to the manufacturer. Lot history review could not be conducted because no lot information was available. However, since all the guidewires are inspected during the production process for meeting the products' specifications and shipping criteria, there is no indication of a product deficiency. With the provided information, it is inferred that when stenting to im was performed over the subject guidewire of which distal end was kept in u-loop form in the distal segment of smaller blanch of the im vessel, the sionblue guidewire might be unintentionally moved, guidewire might perforated or damaged the vessel, resulting bleeding into pericardium.